Event description:
My son had a medtronic synchrony pump implanted on (B)(6) 2013. Since implantation he has gotten weak in his legs, started having horrible seizures and has to go to the hospital by ambulance, monthly due to seizures. We know the pump has caused every problem. He has went downhill ever since it was placed in him. Was there a major problem with the pumps implanted in early 2013, if so, we were not notified. He has problems with seizures, pins and needles, itching, low blood pressure, is now bed ridden and going through withdrawal from monthly cuts as of now, trying to get this horrible device removed from his body. His doctor has told us there had never been any problems with the pump. The medtronic rep told us the same. This company is fraudulent and many people are having seizures after pump implantation, yet, being told by doctors that it has nothing to do with the pump. I just hope my son survives. Hospital reports of monthly seizures and visits within months of implantation. FDA safety report ID #: (B)(4).